Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the logs from the complaint date revealed that the console issued purge disc not detected alarm multiple times. The console was examined after arriving and a broken purge disc flag was identified. The root cause of this issue was a broken purge disc flag.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. During use in the ICU, the automated impella controller (aic) had "purge disc not detected" red alarm during attempt to change purge cassette. The aic was swapped for another aic, and the device was inserted and running without issue.